Event description:
It was reported that during an open rectum procedure, there was no function during test. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue melted and not all present. In addition the small portion of the tissue pad was returned with the instrument. The device was connected to a test handpiece and generator passed the pre-run test and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.